Event description:
It was reported that during a procedure with renuvion, a fragment of the blade from the apyx medical device broke off inside of the patient. This event occured as the surgeon did not retract the blade prior to the subdermal coagulation as recommended by the instruction for use. C-arm (x-ray) was used to locate the tip. A fragment about a 1-2mm was found over the patient's left scapula area. The surgeon attempted to remove the fragment with various techniques but was not successful. The broken tip was unable to be removed and the procedure was completed with new handpiece. However, the patient is doing well.